Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to operational problem. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign matter in the biopsy channel. There was no patient involvement.